Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2022, it was reported that the patient's infusion set's tubing broke at the quick release during the one-day implantation and this issue occurred with two infusion sets. No further information available.